Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2007: patient presented with the following diagnosis: juxtafusional stenosis. Procedure: l2-3 posterior spinal decompression n. L3-4 revision and now posterior spinal decompression. Removal of posterior spinal instrumentation l2 to l5. Insertion spinal instrumentation l2. L2 to l3 posterior spinal fusion with local autograft bmp and bone marrow aspirate. Right posterior iliac crest bone marrow aspirate. Procedure: a medium sized bmp kit was prepared and a portion of our local autograft was wrapped in the bmp sponges. A high speed bur was then used to decorticate the transverse processes of l2 bilaterally as well as the pars interarticularis and to decorticate the fusion mass at l3. Bmp sponges were then packed over the decorticated surfaces. No complications were reported. Post-op complication: stenosis